Manufacturer narrative:
The ventilator was investigated on site and the pressure transducer printed circuit board (pcb) was replaced and returned for further investigation. Simulated use testing of the received pcb has reproduced the described customer issue. An evaluation of the received device logs could confirm the event. A defect pressure sensor on the pcb resulted in inaccurate pressure readings causing the pre-use check to fail in multiple instances. A defect pressure transducer may lead to high pressure build-up in the patient circuit. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The conclusion in this matter is that the reported issue was caused by a faulty pressure transducer on the pressure transducer pcb.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).